Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 1. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 1 was analyzed and found the following information: the reported 32056 error was confirmed and replicated. In artemis, the 32056 error axes controller, arm (aca) failed to initialize i2c device was followed by a 1123 error ac_err_encoder p3=3, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 32056 error was triggered. The unit was then installed onto a psc fixture test platform (pftp) where usm agc current was found to be failing on dof3/axis2, replicating the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the pitch searchlight flat flex cable (ffc) was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system is getting an error 32056 on arm #1. The system was restarted prior to calling with no change. The caller was asked to power the system off. It was attempted a hard power cycle on the patient side cart (psc) and restarted, the issue returned. The caller followed the prompts to disable the arm. Once arm #1 was disabled, the system completed self-test. The procedure was completing as planned with no reported injury.